Event description:
This is 2 of 2 MDR's filed for similar events at one dialysis unit. At end of hemodialysis treatment air was noticed in the extracorporeal circuit. Staff attemped to recirculate blood but were unable to remove air. Blood volume in the circuit was discarded resulting in estimated blood loss = 250cc. No pt injury or need for medical intervention is reported. MDR is filed for blood loss only. In follow up phone call the unit's nurse manager reports that this issue may be caused by the baxter meridian machines in use.